Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo 13.7 implantable collamer lens of -13.5/5.0/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same model and size lens but was implanted vertically. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture and residue/debris. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
A2: corrected to: age at time of event, date of birth: on (B)(6) 2002 in the initial MDR. Claim#: (B)(4).